Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The cause of death was heart attack. The customer went to the hospital because of a colon infection. The customer's blood glucose was above 300 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. The caller stated that the customer often had low blood glucose events, would eat something, blood glucose would get high, the customer would vomit, would treat the high blood glucose with a bolus, and most afternoons, by 3pm, the customer would feel better. The customer had kidney failure and heart disease. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it was disconnected by hospital staff on (B)(6) 2016, at 7pm, when the customer was moved to the intensive care unit. The customer was not using sensors. The caller agreed returning the insulin pump.

Manufacturer narrative:
The pump was received with an (B)(6) industrial alkaline battery installed. The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip. Data analysis: (B)(6) 2016, daily insulin total = 40.400 units, (B)(6) 2016 daily insulin total = 34.475 units, (B)(6) 2016 daily insulin total = 36.175 units, (B)(6) 2016 daily insulin total = 25.900 units, (B)(6) 2016 daily insulin total = 26.575 units and at 22:09:52 battery change, battery removed. On (B)(6) 2012 time/date change, old value: (B)(6) 2012, 00:05:29. On (B)(6) 2016 time/date change, new value: (B)(6) 2016 16:27:00. Then the download history file lists data from (B)(6) 2016 to (B)(6) 2016.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The pump passed the delivery accuracy test.